Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and their insulin pump was damaged. The customer¿s blood glucose level was 58 mg/dl and current blood glucose is 217 mg/dl. The customer treated with 2 bottles of sunkist soda. The customer states the pump is not working and they have tried to fix it. The insulin pump will not be returned for analysis.